Event description:
It was reported that this young patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after receiving a shock while swimming. The physician consulted with the patient and determined that the shock was likely inappropriate. Boston scientific technical services (ts) was contacted and confirmed that the shock was delivered due to an intrinsic change in the rhythm morphology which contributed to double counting. Ts provided potential reprogramming options, as well as recommended enrolling the patient in remote monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.